Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues connecting the insulin pump to the glucometer. Customer also reported that the insulin pump's keypad was not responding properly. Blood glucose level at the time of the incident was 435 mg/dl. The issue was corrected through troubleshooting. The insulin pump was not replaced or returned for analysis.